Event description:
It was reported that the insulin pump had excessive no deliver alarm. Customer declined troubleshooting. Customer reports the alarm was resolved by a complete set change. The insulin pump is working correctly. Customer's blood glucose was 522 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.